Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device could not be interrogated, and review of device data identified memory errors. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in memory errors and safety mode identified in the laboratory setting, and in the clinically-observed premature battery depletion (pbd).

Event description:
It was reported that this pacemaker had no telemetry with attempted interrogation using a programmer. The patient had been experiencing nausea for a few days, and bradycardia was observed with a rate of 30 bpm. A magnet was used, however the magnet rate was not activated. In addition, a longevity estimate of 11 years was noted during a 2019 follow-up. At this time, premature battery depletion (pbd) was suspected. The patient was urgently transported to the hospital and device replacement was performed. No additional adverse patient effects were reported. Additional information received indicated that this pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker had no telemetry with attempted interrogation using a programmer. The patient had been experiencing nausea for a few days, and bradycardia was observed with a rate of 30 bpm. A magnet was used, however the magnet rate was not activated. In addition, a longevity estimate of 11 years was noted during a 2019 follow-up. At this time, premature battery depletion (pbd) was suspected. The patient was urgently transported to the hospital and device replacement was performed. No additional adverse patient effects were reported. This pacemaker has been returned for analysis.